Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis revealed that the fiber does not exhibit signs of usage. The device showed that the fiber was broken within the white tubing at 23 cm from control knob, between input connector and control knob. The fiber was tested with hene laser fixture and the aim beam is visible at the location of break. Analysis results are indicative that the fiber break may have occurred prior to use. Due to the observed break along the fiber length, an evaluation conclusion code of unitended use error caused or contributed to event was assigned to this investigation. As the break observed is most likely due to an interaction between the user and device caused or contributed to the defect observed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the fiber broke after 55,788 joules with 6:11 minutes of use. The tip of the fiber was not cleaned during procedure. A second fiber was utilized to complete the case. There is no indication of patient outcome.

Event description:
It was reported that the fiber broke after 55,788 joules with 6:11 minutes of use. The tip of the fiber was not cleaned during procedure. A second fiber was utilized to complete the case. There is no indication of patient outcome.